Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint one scissor blade is broken. The blade fractured at the cross section of the cable crimp. The fracture plane is straight. The intact blade does not exhibit damage at the tip. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The fragment was retrieved and the procedure was completed with a replacement instrument of the same type. No patient harm, adverse event or complications were reported.